Event description:
It was reported that arthroscopy fluid caused a burn on the patient's arm. The patient was hospitalized for one night and then discharged due to the burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: repair details: or 10481131 sn (B)(6) ref (B)(4) fault: constant default. The problem that comes from soit du shaver soit du serfas repair level: 0 action taken: revision tests: function test general inspections qip probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted outflow cassette/ tubing 4. Outflow motor encoder malfunction/failure 5. Outflow roller wheel assembly malfunction/failure 6. Outflow roller wheel failure due to peristaltic tubing debris build-up 7. Stepper motor malfunction/failure 8. Main board (all) /imx failure (cf) 9. Outflow tube set obstructed or kinked. 10. Wrong console integration signals/assumptions (cf) 11. Software malfunction (1, 3, 3.1, 3.4, 3.16, 3.17, 5, 6, 8 for cf, or related modules in other pumps) 12. Use error 13. System design 14. Unwanted movement of internal components/wiring 15. Pump operated at least-favorable environmental conditions for extended period of time 16. Resection instrument clogged during use (cf) 17. Disconnection from crossfire sfb (cf) 18. Cutter/bur/probe not correctly identified by pump via firewire (cf) 19. Command not registered from hand control (all), footswitch (cf), sidne (fc) 20. Power failure of pump 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 22. Failure of temperature monitoring and mitigation actions (cf) 23. Insufficient cybersecurity (cf) the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that arthroscopy fluid caused a burn on the patient's arm. The patient was hospitalized for one night and then discharged due to the burn.